Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer changed the pump supplies to address the issues. Customer's blood glucose was 400mg/dl.